Event description:
Caller reported continuous glucose monitor (cgm) error 42 and mentioned that this error had occurred three or more times with the pump, although they had not reset the pump for the error in the past 24 hours. There was no adverse impact to the customer¿s blood glucose level. To address the recurring error, technical support decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump.